Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer declined to have the device repaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device¿s display is white. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Additional information: a third-party service agent evaluated the customer's device and verified the reported issue. The service agent determined that the cause of the reported issue was due to a faulty user interface pcb assembly. The customer declined the repair quote they received and the device was returned to the customer unrepaired. Corrected data: section d4 catalog # of the initial medwatch report indicates: (B)(4). Section d4 catalog # of the initial medwatch report should have indicated (B)(4). Section d4 gtin of the initial medwatch report indicates: blank. Section d4 gtin of the initial medwatch report should have indicated: (B)(4).

Event description:
The customer contacted stryker to report that their device¿s display is white. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.